Manufacturer narrative:
H3, h6: one device was returned for analysis. Visual and internal inspection showed the pump was in good condition. There was no evidence to review in the device's event history log. A functional test was performed, and the reported issue was duplicated. The cause of the reported issue was unknown. As a result, the backup capacitor was replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump exhibited error 1720. There was unknown patient involvement.